Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the right coronary artery (rca). Reportedly a 3.50 x 48mm xience expedition drug eluting stent (des) was deployed; however, a distal edge dissection was noted. Another stent was used to treat the dissection and the procedure was completed. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified two other similar incidents from this lot. The reported patient effect of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent system instructions for use as a potential adverse event that may be associated with the use of a stent in native coronary or peripheral arteries. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.